Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly, difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Customer reported dose knob/dial difficult to turn. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Electronic housing detached from dose knob, flex pcba detached from encoder base. Inpen did not pair with commercial app. Inpen did not transmit to manufacturing app. Several attempts were mde no inpen won't communicate. Received inpen [ 1/4 ] of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to performed leadscrew reset torque test. During deconstructive analysis electronic housing detached from dose knob. Dose detent bond and flex connector solder joints was broken due to excessive force. Unable to pair inpen due to physical damage. Inpen passed front cap investigation. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken.] In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. In addition to the investigation, inpen received with entire electronic housing out of the dose knob due to broken off solder joints. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.